Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive of the light guide lens of the duodenovideoscope was peeling. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the adhesive of the light guide lens of the duodenovideoscope was peeling. There were no reports of patient involvement.